Event description:
During routine chest x-ray it was noted that the catheter was apart. Pt was explored at catheter sight, port-a-cath was removed the tip was missing. X-ray shows the tip is under the shoulder bone. It is not known how long it has been separated. The end piece was not removed. Pt will continue to be followed with routine x-rays.